Manufacturer narrative:
Additional information/correction to h4: device manufacture date and h6 (add codes for actual samples)/h10. H4: the lot was manufactured between december 05, 2019 - december 09, 2019. H10: the actual devices were discarded, therefore device analysis could not be completed for those samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufactured between november 11, 2019 to november 12, 2019. Eighteen (18) unopened devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on five (5) randomly selected samples and no leak were observed of the samples tested. The reported condition was not verified on five (5) randomly selected samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eighteen (18) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. The leaks were discovered during compounding prior to patient use. There was no patient involvement. No additional information is available.